Event description:
It was reported that the guidewire fractured. The target lesion was 90% stenosed with normal tortuosity and very strong calcification. The target lesion was located in the fibular artery. A platinum plus pi guidewire and jet stream catheter were selected for use. During withdrawal of the platinum plus pi guidewire, the tip detached. The tip was retrieved by catheterization using a 0.018 guidewire. There were no further patient consequences. The procedure was completed.

Event description:
It was reported that the guidewire fractured. The target lesion was 90% stenosed with normal tortuosity and very strong calcification. The target lesion was located in the fibular artery. A platinum plus pi guidewire and jetstream catheter were selected for use. During withdrawal of the platinum plus pi guidewire, the tip detached. The tip was retrieved by catheterization using a 0.018 guidewire. There were no further patient consequences. The procedure was completed.

Manufacturer narrative:
Device eval by MFR: the platinum plus guidewire was received for analysis. It was observed that the spring tip was detached from the guidewire and the core wire was detached near the distal tip section. The coil wire was also stretched. Under microscope it was confirmed that the core wire was detached near the distal tip section and the coil wire was stretched. The detachment section of the core wire was at approximately 0.6cm from the end of the distal braze solder.